Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.0/+2.0/092 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown it is unknown if the device failed to perform as intended.

Manufacturer narrative:
H6-device code 1494: (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.5/2.5/92 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. On (B)(6) 2023 the lens was exchanged with a shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown. - correction to initial MDR. Claim#: (B)(4).